Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 56 mg/dl, and the meter bg reading was 180 mg/dl. Reportedly, the customer was unaware of blood glucose level of 180 mg/dl due to the inaccuracy, and was subsequently hospitalized due to diabetic ketoacidosis, vomiting, frequent urination, dry mouth, difficulty breathing, and a heart rate of 160 beats per minute. Customer was treated with blood thinners, pain medication, morphine, and an insulin drip and glucose drip. Customers was released from the hospital on (B)(6) 2019 with no permanent damage. A root cause could not be determined. A replacement sensor was sent to the customer.